Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: on performance testing with control solution error 4 was observed. Therefore, the complaint is confirmed. The test strip vial was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k093745.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving the error 4 error message. The patient's testing technique was correct and the test strips were in good condition. The issue was not resolved with troubleshooting. The patient suffered no injury due to this issue.